Event description:
It was reported that a pump declared alarm 20 during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer did not disclose a backup method of insulin therapy.